Event description:
It was reported that during implant procedure, the physician had difficulty securing the atrial lead into the device header. The implant was successful with the atrial lead eventually being secured into the header. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.